Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while servicing this CT device, a field engineer sustained a hand injury that led to medical intervention to preclude permanent impairment.

Manufacturer narrative:
The ge healthcare field service engineer was performing periodical maintenance service for lightspeed CT at the customer site along with a buddy. System was at power off condition and all the covers of gantry were open. Before putting back the covers of gantry they were manually rotating the gantry once to check any obstruction. While trying to rotate the gantry manually in clock wise direction , the buddy was at left side and pushing the gantry and the injured service engineer was pulling the gantry from right side at front of the gantry, suddenly his right elbow trapped between the right side fixed bracket and the wrist was bent due to gantry movement . The fe was diagnosed with undisplaced fracture of the right lower radius, with question of fracture in the ulnar styloid. The patient was treated with cast and prescription medication. The investigation concluded that the root cause of the incident was improper servicing due to lack of awareness. This is not design or part quality issue. There is no need for corrective or preventive action, since, after formal investigation, the design risk associated with this event is determined to be as low as reasonable practical. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.